Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump¿s screen was dark after being exposed to moisture. The customer stated the backlight anomaly was on both the screen and the keypad. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. No unexpected blank displays, back light anomalies, or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. After further review, there was corrosion on some of the pins of the lcd connector located on electrical board. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is firmly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads.